Event description:
Info rec'd indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters were worn and both head and foot end hex rods have broken sims screws. The technician replaced the casters and the head and foot end hex rods and sims screws to repair stretcher.